Manufacturer narrative:
(B) (4). Physio-control replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy connector assembly at the failure analysis center and found the low voltage pin stuck in socket 1. The pin broke off either from the therapy cable or paddle set. Physio is unable to conclusively determine the pin's source since the corresponding connectors were not made available.

Event description:
Customer reported that the quik-look ECG function thru the therapy cable was not functional. Physio-control evaluated the device and observed a low voltage pin stuck in the therapy connector. The device was unable to attach to a quik-combo therapy cable or paddles and provide defibrillation therapy. There was no report of patient use associated with event.